Event description:
It was reported that the patient went in for a modular cable exchange with no reports of unexplained alarms or concerns. Log files were collected after the exchange. Prior to the exchange the bend relief on the patient side of the driveline was noted to have split and was able to slightly slide up a bit over the metal part just prior to the connection. The plan was to rescue tape it ensuring that it does not interfere with the connection and to instruct the patient to let them know if there are any sort of alarms or abnormal behavior. The event log file for the heartmate 3 patient contained alarms associated with the equipment exchange. The pump appeared to resume normal operation with no evidence of any type of driveline electrical conductor issue in the limited data following the exchange. The device was operating as intended. It was recommended that continued application of rescue tape on the patient side bend relief happen. Product performance engineering also reviewed the log files. They confirmed the log files showed (B)(6) in patient use from (B)(6) 2022. This system controller was exchanged on (B)(6) 2022 and was not connected again until (B)(6) 2025. Log files were sent for evaluation again on (B)(6) 2025 because the patient had a driveline power fault. The log files were reviewed and confirmed driveline power fault events on (B)(6) 2025. The modular cable and system controller were instructed to be exchanged. It was also instructed that a picture of the inside of the modular cable connection be taken to check for evidence of fluid ingress. This alarm had not interfered with pump operation. The pump stop in the periodic logs appeared to be from a system controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller being exchanged was not confirmed. An attempt was made to obtain additional information, including if any log files from the exchanged controller were available for review, the serial number of the controller, the reason for the exchange, and if any products would be returned for analysis; however, no information was provided. The root cause of the reported event could not be conclusively determined through this analysis. No serial or lot number was provided by the customer to perform a device history record review. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.